Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal eri (elective replacement indicator). There were no allegations made against this device's function or operation while implanted.